Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error. Technical services confirmed the error will self-correct itself. The field representative confirmed the s-ICD was checked afterwards and found to be operative appropriately. The patient will continue to be monitored and the s-ICD remains implanted and in service. No adverse patient effects were reported.